Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole ¿on the clear plastic" of a homechoice cassette which resulted in a leak. The location of the hole was described as being ¿near the patient connector¿. This occurred during the last fill of peritoneal dialysis therapy. There was no report of patient injury associated with this event. The patient was given prophylactic oral antibiotics. No additional information is available..